Event description:
It was reported that a pt underwent a posterior spinal fusion using rhbmp-2/acs at t11-l5. The pt reportedly required an add'l surgery post op. After the revision surgery, this pt reportedly required a surgical drainage of a tense subfascial hematoma postoperative day 4.

Manufacturer narrative:
(B) (4). Literature article citation: mulconrey et al. Bone morphogenetic protein (rhbmp-2) as a substitute for iliac crest bone graft in multilevel adult spinal deformity surgery. Spine 2008; 30: 2153-2159. D11: products from multiple mfrs were implanted during the procedure. Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without add'l device info. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.